Manufacturer narrative:
Section d6a: date of implant not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of the patient being shocked when using the mobile power unit (mpu) was not able to be reproduced. The mobile power unit serial number (B)(6) was received and evaluated at the european distribution center (edc) service center. Visual inspection revealed that the rubber sleeve of the patient cable power connectors was loose and there was a significant amount of foreign debris inside the connector. The mpu was forwarded to the product performance engineering (ppe) group for additional testing. The mpu was functionally tested when connected to a test system controller and a test pump. The system operated with no active alarms. A safety test was also performed when the system was operating. The leakage current was measured on the housing of the system controller. The patient leakage current was below (8.8 a) the limits set by iec/en 60601-1, 3rd edition (i.e., < 10 a). The test was also performed at the connector when both power cables were properly connected and there was no leakage current. In conclusion, the investigation was unable to determine if the foreign debris inside the power connectors contributed to the reported event. The specific root cause for the patient being shocked when using the mpu was not determined during this evaluation. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), contains the following information for safety testing and classification: the heartmate iii left ventricular assist system has been thoroughly tested and classified by underwriters laboratories, llc (ul) to the fire, casualty, and electric shock hazard requirements of the following safety standards, as applicable: ¿ iec 60601-1:2012 (ed. 3.1) ¿ iec 60601-1:2005 + corr. 1:2006 + corr. 2:2007 (ed. 3.0) ¿ iec 60601-1-11:2015 ¿ iec 60601-1-8:2006 + a1:2012 ¿ iec 60601-1-6:2010 + a1:2013 ¿ iec 62366:2007 + a1:2014 ¿ en 60601-1:2006/a1:2013 (ed. 3.1) ¿ en 60601-1:2006 +corr. 2:2010 (ed. 3.0) ¿ ansi/aami es60601-1:2005/(r)2012 and a1:2012, c1:2009/(r)2012 + a2:2010/(r)2012 (ed. 3.1) ¿ ansi/aami es60601-1:2005/(r)2012 and c1:2009/(r)2012 and a2:2010/(r)2012 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1:14 (ed. 3.1) ¿ can/csa c22.2 no. 60601-1:08 (ed. 3.0) ¿ can/csa c22.2 no. 60601-1-11:15 these standards require making the following declarations and stating the type and degree of protection for listed hazards. ¿ ul 60601-1, 1st ed., 2006-04-26 ¿ can/csa-c22.2 no. 601.1-m90 (r2005) declaration concerning general safety standards: type of protection against electrical shock: power module: ¿ class I (grounded) when connected to ac mains ¿ class ii when connected to backup battery lithium-ion batteries: ¿ class ii battery charger ¿ class I mobile power unit ¿ class ii degree of protection against electric shock: type cf (cardiac floating) heartmate 3 lvas IFU, contains the following warnings: ¿ keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock. ¿ to avoid the risk of electrical shock, plug the power module into a properly tested and grounded (3-prong) ac electrical outlet that is dedicated to power module use. Do not use an outlet that is controlled by a wall switch. Do not use an adapter plug for an ungrounded wall outlet. Do not use portable, multiple outlet (power strip) adapters. ¿ keep the power module and mobile power unit dry and away from water or liquid. If the power module comes into contact with water or liquid, it may fail to operate properly or you may get a serious electric shock. ¿ keep the mobile power unit dry and away from water or liquid. If the mobile power unit comes into contact with water or liquid, it may fail to operate properly or you may get an electric shock. ¿ to avoid the risk of electric shock, plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. ¿ do not clean or service the mobile power unit while it is plugged into an ac electrical outlet, or electrical shock may occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was electrically shocked on (B)(6) 2023 when using their mobile power unit. The mobile power unit was exchanged.